Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/23/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324bcctt suture anchor broke. This occurred during a procedure as they followed the technique with a puncture up to the second mark, then a 4.75 male of the same anchor, but it still broke. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information was provided on 08/29/2024, where it was reported that this event occurred during a shoulder arthroscopy procedure on (B)(6) 2024 when they were threading the interference screw into the anchor tunnel it broke. The patients bone quality was good, and a 4.75 mm punch was used up to the second mark, then they used a 4.75 mm male to prepare the bone socket. All fragments were retrieved from the patient. Another swivelock anchor was used to complete the procedure.